Event description:
This is filed to report hypotension and recurrent mitral regurgitation. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. One xtr (lot: 00623u142) mitraclip was implanted successfully, reducing mr to trace. On (B)(6) 2023, it was reported that the patient's mitraclip was "leaking" and additional intervention may be necessary. It was also reported the patient's pressure was unstable. No additional information was provided.

Manufacturer narrative:
B3 - date of event is estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mr and hypotension was unable to be determined. The reported patient effects of mitral regurgitation and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.